Event description:
Health professional reported, "explanted band [and] port due to lap band intolerance / pt unable to tolerate band adjustments / converted to sleeve gastrectomy."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Intolerance is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Health professional has declined to provide additional information.